Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image). The unit was received with water moving around inside the lcd window. After the boards were taken out of the case, there was water inside the battery connectors. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rail. There¿s also another crack in the battery threads which starts at the left belt clip rail and runs horizontally across the side of the unit to the front. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.